Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Section b3: the date of transplant was unavailable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a transplant at an outside hospital.